Manufacturer narrative:
Internal complaint reference:case (B)(4).

Event description:
It was reported that during a meniscal repair surgery, after deploy the t1 of the fast-fix, the t2 deploy prematurely. The procedure was successfully completed with non-significant delay using a s+n back-up device. T2 deployed through the meniscus. Both devices were removed by tweezers. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device shows it was not returned in the original packaging. The t1 is off the needle but still attached to the suture. The t2 is still in place. The actuator is in the pre-t2 position. There is bio debris on the needle. A functional evaluation of the device shows it pushed the t2 off the needle, returned to the pre-t1/post-t2 position, and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.